Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional from a clinical study reported the patient had bipolar depression in (B)(6) 2014. The patient had presented with depression, manic behavior, and suicidal ideation. Medications were administered, prescribed; they were put on abilify. The outcome was resolved without sequelae. Etiology noted programming/stimulation, due to programming and not related to the implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was reported that the etiology was updated to related to the device/therapy and not related to the implant procedure; an etiology of depression and emotional stress were noted. No further complications were reported/anticipated.

Manufacturer narrative:
Upon review of the additional information received, it was determined that patient codes no longer apply. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was reported that the etiology of the therapy relevant event was updated to not related to the device/therapy and not related to the implant procedure. An other etiology of depression and emotional distress were noted.